Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. There was no reported impact to the customer's blood glucose level. As the reported event was not occurring at the time of the call, tandem technical support was unable to perform troubleshooting.